Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, 'service required' codes were observed in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced a device's power management board and internal battery to address "service required" codes that were observed in the ventilator's downloaded error log. Additional information received by the third party service center indicates the device's detachable battery cable was replaced to address the issue, not the power management board or the internal battery.